Manufacturer narrative:
Evaluation codes: results - a visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens and one haptic tore. There was no pt contact or injury. Another same type lens was implanted.